Event description:
The customer reported being hospitalized for diabetic ketoacidosis after experiencing several no delivery alarms. The customer's blood glucose reading at the time of the event was 675 mg/dl. The customer experienced vomiting all night, bad headaches and dehydration. Since the hospitalization, the customer has had only one no delivery alarm. Offered to replace the insulin pump for peace of mind, but the customer declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.